Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. After installing the new pacemaker, the lead failed to capture. The lead was tested through psa cables and all values were stable. A set screw anomaly was suspected on the device. The new device was removed and replaced. The pacemaker system was then working fine. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.